Event description:
It was reported that during insertion, the swan ganz catheter was difficult to place. No readings were observed on the monitor. When the catheter was removed the balloon was missing. Attempts were made to retrieve the balloon without success. No patient complications were reported. The patient was having an open heart procedure. The device will not be returned.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.